Event description:
It was reported that the patient presented to the clinic. The atrial lead exhibited noise. The noise could be reproduced with isometrics. The sensitivity would be decreased and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.